Manufacturer narrative:
(B)(4). The serial number on the returned sample is gk30481. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Upon return, the supplied teflon sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approxi-mately 57.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample. Dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the outer lumen near the proximal end of the bladder. The leak site was consistent with contact from a sharp object, and it was noted on the outer lumen approximately 24.2cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 57.5cm from the iabc distal tip, which is the lo-cation of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 19.6cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for a "large amount of blood was found in the helium pipeline" is confirmed. During the investigation, the iab catheter was confirmed with a leak from the outer lumen, which allowed blood to enter the helium pathway. The outer lumen leak site identified was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The probable root cause of the outer lumen leak is cus-tomer handling related. No further action required at this time. This will be monitored for any devel-oping trends.

Event description:
It was reported "the catheter was inserted into the patient. After 2 hours of treatment, the pump alarm helium leakage and the pump was stopped. A large amount of blood was found in the helium pipeline, so the catheter was immediately removed. It was discovered that the central lumen was broken. The new catheter was replaced". The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter was inserted into the patient. After 2 hours of treatment, the pump alarm helium leakage and the pump was stopped. A large amount of blood was found in the helium pipeline, so the catheter was immediately removed. It was discovered that the central lumen was broken. The new catheter was replaced". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter was inserted into the patient. After 2 hours of treatment, the pump alarm helium leakage and the pump was stopped. A large amount of blood was found in the helium pipeline, so the catheter was immediately removed. It was discovered that the central lumen was broken. The new catheter was replaced". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.